Event description:
The customer stated that she was hospitalized for high blood glucose levels. No blood glucose reading was reported. The customer stated that she had been experiencing high blood glucose levels for a week and had been vomiting. The customer changed the infusion set after getting a no delivery alarm. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests.

Manufacturer narrative:
The insulin pump passed the functional test, including the displacement, rewind, occlusion, prime and excessive no delivery alarm tests.